Event description:
Additional information from the patient reported they first started experiencing the first and second infection in (B)(6) 2016. The patient stated it was irritating her the doctor turned it off and it had been off as of the day of the report. The patient stated they have no idea what the circumstances were that led to the two infections. To resolve the infection the patient turned the device off.

Event description:
The patient reported an uncomfortable stimulation sensation. They felt a buring sensation in their vaginal area the frequency symptom returned for 2 weeks prior to the report. The patient thought they had a bladder infection. The implantable neurostimulator (ins) was confirmed to be on. The patient received assistance turning their ins down and it was noted that the burning sensation had gone away. Additional information reported that the patient had adjusted stimmulation but wasn't sure if it was working right. It was also noted the patient experienced two infections. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.